Event description:
Trimed was notified on march 2nd, 2018, by sales rep (B)(4), that a cannulated compression screw broke during surgery and a piece remained in the patient. This event happened at a medical facility in (B)(6) on (B)(6) 2018. This is the second time that breakage for the cannulated compression screw has been reported to trimed in the last five years.